Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system is not heating up. There were no reported adverse effects. It was further reported that the product problem occurred during testing. The device did not give off any alarms. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated to reflect 2645. Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure and tank cover. Wear and tear damage was also observed on the enclosure and front cover. The unit also had an outdated pcb and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (not heating up) was confirmed during testing. The product problem occurred because of a faulty heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system is not heating up. There were no reported adverse effects.